Event description:
It was reported the patient was experiencing a loss of therapeutic effect. It "won't work" also noted was stimulation in the wrong location; feeling stim in rectum area. Also noted was no stimulation sensation. If stim is too low the patient did not feel anything; if stim is too high she felt it in the rectum area. The issue occurred following a fall. The patient fell 12/6 and broke her nose. The patient went to urgent care 2/3 and had an x ray done. Healthcare provider at urgent care said everything looked intact. The healthcare provider following for ins did not see the xray. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3889-28, lot # v802377, implanted: (B)(6) 2011, explanted: unknown; programmer: model # 3037, (B)(4).